Event description:
It was reported that the subject device had a poor component connection. The issue was identified during cleaning and disinfection. The diagnostic endoscopy procedure was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - address: no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor component connection. The issue was identified during cleaning and disinfection. The diagnostic endoscopy procedure was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress, no image and cable breakage. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to charged coupled device (ccd) failure, water ingress due to cable breakage and for poor connection of components cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.